Event description:
The customer reported that the new footpedal stuck in the on position and continued to activate after release of the pedal. No injuries were reported.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the footpedal would stick in the on position. The cause was identified as an isolated failure of the switch assembly.